Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to interrogate. The device was explanted. No patient consequences.